Event description:
It was reported that during use, an 840 ventilator had a leak. The patient was transferred to another ventilator. There was no harm to the patient as a result of the event. A service engineer (se) inspected the device and found diagnostic codes relevant to the reported issue but was unable to duplicate the reported condition. The unit passed all testing and operated within the manufacturing specifications.